Manufacturer narrative:
During troubleshooting with olympus technical support center (tac), the customer reported the issue was intermittent and the light source was currently working without error. The customer was advised that the device should be turned off when connecting a scope and to ensure that the scope contacts are clean and dry using an alcohol wipe and lint free cloth. It was also recommended that the customer try a different scope to see if the error recurs. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source exhibited a b30 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during an unspecified procedure.